Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: communication failure occurred due to connector failure then the image was not displayed in real time. The event can be prevented by following the instructions for use which state: do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device was returned to olympus for evaluation. The device evaluation confirmed static on image due to a bad connector. This investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.

Event description:
The customer reported to olympus, during a therapeutic procedure, the camera head displays static on the screen when it is plugged into the box. The procedure was completed with another camera. There was no delay in the procedure or harm to the patient.